Manufacturer narrative:
H3, h6: the navio surgical system korea, pn: rob00079, sn: (B)(6) intended for use for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The screenshots confirmed the ¿internal cabling/drill console error¿ error message at the hardware connection screen. The navio. Log file also indicates that the drill foot-pedal is not connected. This error message was created with a navio system by disconnecting the foot-pedal at the hardware connection screen. The most likely cause of this error message would be an issue with the foot-pedal, not the navio system or the software. The foot-pedal was not returned, so further investigation could not be conducted. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found a similar report. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during maintenance, a continuous internal console error kept occurring. No case involved; therefore, there was no patient involvement.

Event description:
It was reported that, during maintenance, a continuous internal console error kept occurring. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4).